Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead cut in two segments was returned for analysis. Electrical tests that could be performed on the lead segments found normal characteristics. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient received inappropriate therapy during a golf swing. Reproducible noise was noted. No capture and high shock lead impedance were also noted. Lead fracture due to clavicular crush was reported. The lead was explanted and replaced.